Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment screw loosened in the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Therefore, visual evaluation could not be performed. The complaint alleged that the device had been retightened before the reported event (loosening) occurred. Functional testing could not be performed since the product was not returned. The reported device had been placed on tooth number #30 for an unknown period of time. X-ray or picture was not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: single use. According to the IFU, it is stated, 'do not reuse single use or single patient devices. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents.' DHR (device history record) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Complainant reported that the abutment screw loosened in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes . H10: additional narrative.